Manufacturer narrative:
Device evaluation completed on october 16, 2021: visual analysis of the returned sample revealed that the sm mpp gel 375cc breast implant was ruptured. In addition, a crease/fold was identified at the edges of the rupture. The evaluation determined that the cause of the rupture was consistent with normal wear. Instructions for use state that ruptures can occur at any time after implantation, but are more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on (B)(6) 2021, indicated that the patient ethnicity is caucasian. The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021 mentor became aware that the (follow up 2) report unintentionally missed reporting that the patient experienced bilateral rupture. Manufacturer¿s reference number: (B)(4), bilateral rupture.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. (B)(4).

Event description:
It was reported that a female who underwent a breast augmentation primary with mentor memorygel, 375cc silicone breast implant experienced right-sided rupture postoperatively. The mammogram confirmed the rupture. As a result, patient underwent bilateral replacements as follow: l/cat#: 3502501bc, sn#: (B)(4), r/ cat#: 3502501bc, sn#: (B)(4) on (B)(6) 2021.